Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('benign fallopian tube with chronic inflammation'), tubo-ovarian abscess ('pelvic abscess-tubo-ovarian abscess') and noninfective oophoritis ('right acute/ chronic inflammation') in an adult female patient who had essure (batch no. A36516) inserted for female sterilisation. The patient's medical history included pregnancy test urine negative, appendectomy, pelvic abscess, fistula, irregular menstrual cycle, pelvic adhesions and abdominal pain. Previously administered products included for an unreported indication: torado, percocet, cytotec and halcion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and noninfective oophoritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of bilateral essure devices and associated bilateral fallopian tubes.). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, tubo-ovarian abscess and noninfective oophoritis outcome was unknown. The reporter considered noninfective oophoritis, salpingitis and tubo-ovarian abscess to be related to essure. The reporter commented: number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 1, most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: " previously reported event medical device removal replaced with benign fallopian tube with chronic inflammation." Other event tubo-ovarian abscess added and made medically significant and intervention required due to surgery. Reporter, lot number, medical history, historical drug and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('benign fallopian tube with chronic inflammation'), tubo-ovarian abscess ('pelvic abscess-tubo-ovarian abscess') and noninfective oophoritis ('right acute/ chronic inflammation') in an adult female patient who had essure (batch no. A36516) inserted for female sterilisation. The patient's medical history included pregnancy test urine negative, appendectomy, pelvic abscess, fistula, irregular menstrual cycle, pelvic adhesions and abdominal pain. Previously administered products included for an unreported indication: torado, percocet, cytotec and halcion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and noninfective oophoritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of bilateral essure devices and associated bilateral fallopian tubes.). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, tubo-ovarian abscess and noninfective oophoritis outcome was unknown. The reporter considered noninfective oophoritis, salpingitis and tubo-ovarian abscess to be related to essure. The reporter commented: number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 1, lot number: a36516 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.